Manufacturer narrative:
(B)(4). Note: after several attempts manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure the customer's condition since the initial call; customer feels nauseated, thirsty, frequent urination, and weak and tired. Customer also went to the hospital on (B)(6) 2019. Customer states she was discharged the same day with a 400mg/dl blood glucose. Informed customer she has symptoms of high blood sugar and advised her to seek medical attention whether the same hospital or another one. Customer states that she does not have a primary doctor yet.

Event description:
Manufacturer contacted customer on (B)(6) 2019 in a follow-up call for internal report # (B)(4); customer reported that she was feeling physically ill. Customer reported that she was feeling shaky and had a headache. Medical attention was not needed at the time of the call. Customer was satisfied with replacement meter and the product was working as intended.